Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis confirmed that it was difficult to insert the test lead(s) into the pulse generators header and the lead insertion force used to insert the lead was out of specification for the product.

Event description:
It was reported that the connector of pulse generator would not accept the ventricular lead despite using lubricant and saline. The pulse generator was not used and a new device was placed successfully. The patient would be followed normally.